Event description:
I received an sculptra application (a diluted vial) in the buttock area to improve atrophic acne scars on (B)(6) 2020. Then in (B)(6) I felt an inflamed lump that appeared spontaneously, and that lump remained for months. Again, in (B)(6) the lump suddenly swelled due to applying intralesional corticosteroids to help reduce inflammation. Until this day the lump remains and has not gone down by itself. FDA safety report ID# (B)(4).